Event description:
The hcp reported that the patient's pump was programmed to deliver baclofen 2000 mcg/ml at a rate of 726 mcg/day. The patient had missed her refill and her pump was alarming as she had missed her refill visit due to being hospitalized for an unspecified reason. No patient symptoms were reported. The patient was seen in the office in 2007. The expected residual pump volume was 0 cc; however, when the pump was aspirated 5cc was removed from the pump. The pump was refilled with 18cc of fresh intrathecal baclofen (2000 mcg/ml); the rate was kept the same with an alarm date of the following month. The hcp was concerned about the residual volume in the pump and suspected the pump battery was reaching end of life. The patient was instructed the contact the surgeon and have the pump replaced. One day before, the pump was replaced. The hcp further reported that the patient was seen in the office the next month. The patient was now off of oral baclofen and was getting her regular dose of intrathecal baclofen. The patient's sutures were removed and steri-strips were placed, the patient was to return in one month for a wound check.